Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to excessive motor axial play.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was high at the time of incident. The insulin pump was returned for analysis.